Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. Quality control (qc) was within the range on the day of testing. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse determined that the pump rate was erratic and observed salt over the pump, changed the x tubing, and adjusted the pump rate. The cse also replaced the foot bar and x-seal. Patient samples were processed and determined to recover within acceptable ranges. Siemens reviewed the data and ruled out reagent issues based on review of qc, which were within acceptable ranges. Additionally, no issues were reported with other patient samples. Siemens further evaluated the event and concluded that the salt formation over the pump, pump tubing, and foot bar caused the erratic pump rate, which potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered higher than the erroneous result. The repeat result was considered correct and reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.